Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent and compressed and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. It was noted the lead was returned with the helix fully retracted and bent, and blood and tissue visible inside helix. The analyst commented alcohol was used to clean the helix and it extended/retracted within specification. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room upon physician request after an alert was observed via remote transmission. It was noted the right ventricular (rv) lead exhibited high impedance and oversensing, along with a lead fracture. The rv lead was capped and during the replacement procedure, a new rv lead was implanted; however, after twenty-five turns, the helix would not extend. The rv lead was removed from the body and it was confirmed that the helix would not extend. The replacement rv lead was not implanted and replaced. No patient complications have been reported as a result of this event.